Manufacturer narrative:
Vyaire file identification : pc-(B)(4). The customer reported transducer failed zero test. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and determined that the main printed circuit board assembly needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.